Event description:
Polymicrobial pectoralis muscle flap infection complicating flap reconstruction for sternal osteomyelitis 3 months after care surgery using cardiopulmonary bypass cpb with sorin 3t heater cooler.